Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 134 mg/dl. The customer stated that the keys on the keypad are sticking. The customer insulin pump is out of the box and has not been used. The customer was advised that the insulin pump need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instructions.

Manufacturer narrative:
The device was received with all buttons responding properly. No keypad anomalies noted. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.